Event description:
The bipap a40 ventilator was returned and evaluated for foam degradation by a third-party service center. The device evaluation found no foam particles in the device. Due to error code e-86 indicating a ventilator inoperative condition of failure of the outlet pressure sensor, the device's printed circuit board assembly would require replacement. However, no repairs were completed because the customer requested that the device be scrapped. The device will be included in the (B)(4).